Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 90% stenosed target lesion was located in the calcified and severe tortuous mid to distal right coronary artery. The lesion was predilated with a non bsc balloon and the physician advanced the 3.0 x 32mm taxus liberte mr stent delivery system and felt resistance. The physician removed the device and found the "distal edge of the stent was lifted". The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).